Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage.

Event description:
It was reported that an x-ray revealed that the atrial lead had dislodged. It was also reported that the atrial lead sensing value was low and there was no atrial capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.